Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate as expected. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis pump and cylinders at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. The first cylinder had a hole with fluid loss from a sharp instrument in the proximal end of the cylinder. The second cylinder passed visual inspection and the leakage test. There were no visual damages or abnormalities found. The pump was visually inspected, leak tested, and functionally tested.- the pump passed visual inspection and there were no visual damages or abnormalities found. The pump passed the leak test and functional testing. Based on the information available and analysis results, the reported deflation issue was unable to be confirmed and the cause was not established.

Event description:
It was reported that this inflatable penile prosthesis was removed as it would not inflate as expected. A new inflatable penile prosthesis was implanted. No patient complications were reported.